Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device on maintenance mode, preventing nurses from removing the required medications and resulted in delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device on maintenance mode, preventing nurses from removing the required medications and resulted in delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was on critical override and not communicating to the server. A field service engineer found no local information technology (it) team support onsite and began troubleshooting by toggling the windows firewall, reinstalling network interface card (nic) drivers, switching to dynamic host configuration protocol (dhcp), testing alternate wall outlets and cables, and performing repeated ping tests, all unsuccessful. A system connected directly to the wall jack detected the network, but failed when routed through the station, indicating a station-related issue. Dhcp briefly showed network visibility, confirming nic functionality. Remote assistance from technical support specialist also failed to ping the station from the server. Later fse confirmed that the issue was resolved by hospital information technology team. The system functioned as intended after the issue was resolved.